Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was discarded therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to have been discarded.

Event description:
It was reported that the blade of the flip cutter broke during a vkb (vorderes kreuzband = acl) all inside surgery. Fragment couldn't be removed from patient's body, surgery was successfully finished with this flip cutter. Additional information received from arthrex swiss on june 09: as per the surgeon, the broken cutter is fixed inside the drill tunnel and cannot be retrieved without further damage. According to the surgeon, there is no risk for the fragment to wander around inside the body. The post-op process is normal, the patient is doing fine. The patients femoral and tibial bone was immensely hard.